Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Plaintiff underwent a right trident hip replacement on or about (B)(6) 2003, which allegedly failed on (B)(6) 2013, resulting in the plaintiff falling and suffering a broken left wrist, compression fracture to her spine and a broken tooth. Suit filed in (B)(6).